Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device changeout procedure, the pulse generator exhibited loss of output. The device was explanted and replaced. No patient symptoms were reported.